Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: p1501dr, ipg, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient had pocket stimulation and the right ventricular lead was noted to have high thresholds. The lead was capped and replaced. No further patient complications have been reported as a result of this event.